Event description:
The patient reported symptoms of dryness of mouth and a systemic autoimmune reaction. The patient reported being hospitalized for a week due to the autoimmune reaction. It is unknown what medications were prescribed to alleviate the reported symptoms as the treating doctor is not sure. The treatment was discontinued on (B)(6) 2014 and the patient is currently fine. The treating doctor did not consider the event was serious or life threatening to the patient.

Manufacturer narrative:
The aligners are not being valuated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that invisalign system aligners caused or contributed to the patient symptoms of systemic autoimmune reaction or dry mouth. This event is being filed as an MDR since the patient was hospitalized and invisalign systems product was being used at that time.